Manufacturer narrative:
Date rec'd by MFR: 02dec2019. Date of report: 03dec2019. The customer requested the touchscreen part number and for the case to be closed. Customer has not responded to request for more information. The and the device was not evaluated by a philips engineer, the reported issue cannot be confirmed. The determination could not be made that the device failed to meet specifications. There is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019 . Date of report: 11sep2019.

Event description:
Touchscreen issue. There was no patient involvement.